Event description:
It was reported that the patient was symptomatic due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013; 4196, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was further reported that the physician indicated the lead would eventually need to be replaced.